Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. When repositioning the lead the physician encountered difficulty extending the helix but was able to successfully place the lead with satisfactory measurements. After implanting the other leads and prior to pocket closure the physician re-tested rv measurements at which time loss of capture (loc) at maximum output and high out-of-range pace impednace measurements were observed; a lead fracture was suspected. The lead was removed and an alternate implanted without issue. It was noted the patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.